Manufacturer narrative:
The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power. The central nurse's station (cns) was in use on patients at the time, however no patient harm was reported. The biomedical engineer was provided with an exchanged battery for the ups to resolve the issue.

Event description:
The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power.